Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 48 hours if using humalog no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been having ongoing, intermittent high blood glucose (bg) levels (200-278 mg/dl). The cause of the high bg was not known. Boluses were delivered to address the bg level and the customer was working with a healthcare provider on making adjustments to the basal rate setting. Reportedly, the customer had been using humalog in the cartridge for 3 days. Tandem technical support informed the customer that humalog was labeled for 48 hours use with the pump. The customer declined further follow-up.